Event description:
(B)(4). When my gynecologist was inserting the essure coil into my left fallopian tube he had trouble. As the time and days went I was cramping more and more everyday. Since (B)(6) 2013, I cramp on my left side daily, I can't have intercourse because of the pain. I can't lay comfortably on my left side because of the tenderness and pain.